Event description:
Pt underwent catheter revision following breakage of her intrathecal catheter. The distal end of the catheter entered the intrathecal space, where it remains unretrieved. The proximal portion of the catheter was discarded and could not be returned to the MFR for analysis. MFR's rep present at the revision surgery examined the explanted proximal catheter prior to discarding, and stated that the end appeared to be rough and broken, not sheared as by a surgical instrument.